Event description:
It was reported that the zimmer dermatome would not power on and the connector that connects the hand piece to power source is damaged and not turning on. Additional clinical follow up indicated that the dermatome did not work when it was plugged into the power source during the procedure. The dermatome was replaced by an on-site unit however the start of the procedure was delayed approximately 1 hour while the patient was receiving a general anesthetic, due to sterilization of the alternate unit. There was no report of harm or injury and no surgical intervention or additional harvested tissue.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.